Event description:
It is reported that a customer had fluid/moisture in their insulin pump device after standing out in the rain and the device will no longer turn on. The patient's blood glucose was 400 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker. All operating currents are within specification. The insulin pump passed the self test. No unexpected blank display alarms were noted. The insulin pump had no moisture damage on the electronics, motor, vibrator motor, or battery tube assembly.